Event description:
Covidien ta stapler with dst series technology 60 mm-4.8 mm ref ta6048s, lot p2a0279, exp 12-31-2026 misfired twice during surgery causing the surgeon to have to oversew the anastomosis this places patient at increased risk for infection. FDA safety report ID# (B)(4).